Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient experienced ineffective therapy as one lead was fractured, and the other lead had migrated and was confirmed via x-ray. Surgical intervention was undertaken on (B)(6) 2024, wherein the fractured lead was explanted, and the migrated lead was repositioned and brought to its original position. Effective therapy was restored following the procedure.